Manufacturer narrative:
D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that the device exhibited an unspecified issue, and resulted in severe cardiac deterioration, hospitalization, and placement on the heart transplant list. No further information was reported.